Event description:
On 04/2002, a gliatech employee received a "notice of product liability claims" from attorney. The letter states that, "the claims related to batches of adcon-l which were the subject of a product recall. The co's clients all underwent disc surgeries in the fall of 2000. All three individuals were treated with batches of adcon-l which were subsequently recalled. As you know, the recall was prompted by findings that packages containing adcon-l were contaminated, at a minimum, with aluminum shavings. All three individuals developed serious infections shortly after administration of adcon-l. It is the co's belief that the co's clients' infections were caused by contaminated adcon-l and they are entitled to compensation." No additional information is currently available at this time.